Event description:
During patient treatment, operators reported the 3100b's driver just stopped, couldn't be restarted, mean airway pressure was maintained and no alarm conditions were noted. The patient was placed on another ventilator without compromise.